Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the procedure was to treat a lesion in the proximal rca using a buddy wire technique. The iron man was the second guide wire advanced, but it would not cross the lesion, so it was withdrawn and the tip was missing. Under fluoroscopy, the tip of the guide wire was observed in the guide catheter. All devices were removed. The separated guide wire tip was removed from the pt still inside the guide catheter. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The tip was reported to be found in the guiding catheter, which suggests that perhaps the guide wire was caught within the guiding catheter. Similar experiences have been described where the guide wire got caught in the side holes on guiding catheters or were caught at a kink in the guiding catheter. Overall, because the guide wire and guiding catheter used in this case was not returned, a definitive root cause of the reported issue cannot be determined.